Event description:
Routine complaint investigaton confirms an incorrect calibration code being obtained. Analysis shows that this calibraton code, if used to perform an assay with test strips from any lot, could result in higher than expected values. No injuries reported in the field.